Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was trying to recharge but couldn't. Upon further clarification, it was revealed that the stimulation was off and the patient was successfully charging but had only (B)(6) boxes filled in black and they reported poor coupling. They further clarified that the stimulation was off but the patient thought the lightning bolt in the screen meant they were successfully charging; they were successfully charging but had only (B)(6) boxes filled in black and the ins battery icon was a quarter or lower. The patient tried to turn their stimulation on during the call but they were unsuccessful. They reviewed that as soon as the ins was full enough they would be able to. No symptoms or further complications reported.